Manufacturer narrative:
Product event summary: at analysis the stated reason for return of a noisy fan was not confirmed however the fan was replaced as a preventive measure. It was noted that the programmer's electrocardiogram (ECG) connector was loose, that errors were found in the software updates, key 4 of the keyboard was loose and that during the final functional test the device failed on the thermal sensors of the power supply. The device was cleaned, the cooling fan, ECG connector, keyboard and power supply were replaced, new software was installed and the stylus was calibrated. The programmer then passed its electrical safety as well as all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the programmer which was new to the facility was delivered it was immediately noticed that its display screen was broken. It was mentioned that it was possible that it occurred while in transit to the facility. The programmer was returned to service. There was no patient involvement. It was further reported that the product subsequently tested out of specification during manufacturer¿s analysis.